Manufacturer narrative:
Date rec¿d by MFR : 14may2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2018-02512 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer requested that the battery be replaced. There was no patient or user harm reported. The event date was not specified; estimate used.